Manufacturer narrative:
Date of event is an unknown date in 2020. This report is for an unknown drill bit/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure, the surgeon reported the two barreled final drill holes lateral to the piriform on the maxilla cutting guide were too narrow. The 1.4mm x 8mm drill bit was used to drill at 6mm hole. Sparks were flying while drilling, indicating that the barrels on the guide were too narrow and didn't fit properly. Two other barreled holes on the guide appeared to be too narrow also as the drill bit didn't appear to go the full depth; these holes had to be drilled again when fixing the final maxilla plate. The procedure was completed successfully with no delay. There was no patient consequence. This report is for an unknown drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.